Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. Physioneal therapy was ongoing and the patient was recovering. No additional information is available.